Manufacturer narrative:
The maryland bipolar forceps instrument was transferred to engineering for advanced failure analysis. The initial findings were confirmed. The instrument was placed on a test system, and it was confirmed that it failed intuitive motion due to the pitch motion moving opposite of the mtm command. The roll input gear was removed and placed back into the instrument in the correct position. The instrument was then retested on the test system and passed intuitive motion. Since the instrument was used successfully in prior procedures it is unlikely that this was a manufacturing issue. It is possible that the roll input gear fell out and was placed back in the wrong position by the user. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The pitch motion was doing the opposite direction of the mtm input command. Not determinable/applicable cause. Additional observation not reported by site that is related to the primary failure: the instrument was found to have the roll input shaft in the wrong orientation. The complaint regarding the instrument turning in a different direction was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the large mbf instrument (part# 420172-18 / lot# k10220403 021) associated with this event has been performed. Per this review of the logs, the instrument was used on (B)(6) 2022 via system rsh0240 for a benign hysterectomy procedure. The reported event date does not match the date when the instrument was used. The instrument was used in 1 subsequent procedure after the alleged event reported in this record on 28-nov-2022. There were 6 uses remaining after this last usage. Images associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument turned to a different direction. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.